Event description:
The customer was hospitalized for dka. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Later, a hospital resident called stating that the pump was not working properly and the customer was told to disconnect from the pump. Troubleshooting was performed. The device appears to be working correctly.